Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, approximately 6 years and 9 months post implantation of a 29mm sapien xt valve in the aortic position the patient was presented with regurgitation and stenosis. The patient underwent a valve-in-valve procedure with a successful implant a 29mm sapien 3 valve.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g6, h2, h6 health effect - clinical code and h10 has been updated. Per clinical review of medical records, the patient was reported as experiencing congestive heart failure (chf) signs and symptoms (s/s). Transesophageal echocardiography (tte) was consistent with severe stenosis and increased gradients. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical reports. No potential manufacturing non-conformance was identified during the evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 6 years and 9 months post implantation of a 29mm sapien xt valve in the aortic position the patient was presented with regurgitation and stenosis". Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets, which could lead to increase gradient. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited of patient's information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.